Event description:
It was reported that "staple jamming during use on the skin of the right chest". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine'.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.